Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, low sensing amplitudes, and a gradual decrease in shock impedance. Threshold and pacing impedance were stable. Next course of action includes analysis of the lead position and continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
Since this device remains implanted, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, low sensing amplitudes, and a gradual decrease in shock impedance. Threshold and pacing impedance were stable. Next course of action includes analysis of the lead position and continued monitoring. No adverse patient effects were reported. Additional information received indicates the physician chose not to acquire x-ray imaging and will continue to monitor the patient.